Event description:
The nurse reported the infusion line would not fit into the 25 gauge trocar cannula during surgery. The trocar cannula was switched out and the case was completed as planned. There was no pt injury reported.

Manufacturer narrative:
The sample was received for in house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional information becomes available.